Event description:
Reportable based on the analysis completed on 07/15/2008. It was originally reported that when the 3.50x12mm liberte bare metal stent was observed during introduction, there was no stent on the balloon. The physician felt that the product arrived without a stent. However, device analysis showed a clear impression of where the stent had been crimped on the balloon, and thus the stent dislodged from the balloon outside of the patient at an unknown time.

Manufacturer narrative:
Device analysis. The delivery device was received for analysis with the stent detached from the balloon. The stent was not received for analysis. A clear impression was visible on the balloon of where the stent had been crimped initially. The balloon had not been subjected to any positive pressures and there was no damage noted along the entire length of the shaft. A review of the manufacturing documentation of this particular batch shows that the device met its material, assembly and product specifications. This investigation will be assigned the most probable root cause, classification of handling damage as the damage to the stent was caused by handling the device without patient contact, either during the clinical procedure, or unpacking / preparation.